Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that stent thrombosis (st) and myocardial infarction (mi) occurred. In (B)(6) 2012, the patient was diagnosed with mi and unstable angina and was recommended for cardiac catheterization. Target lesion #1 was a bifurcated lesion located in the proximal left circumflex (lcx) with 95% stenosis and was 25mm long with a reference vessel diameter of 2.5mm. Target lesion #1 was treated with direct stent placement using a 2.25x32mm promus element plus drug eluting stent. Following post dilatation, residual stenosis was 0%. Additionally, the 95% stenosis located in distal lcx was treated with the balloon angioplasty and placement of a 2.25x18 non bsc drug eluting stent with 0% residual stenosis. The following day, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2016, the patient presented to emergency room with the symptoms of retrosternal chest pain and was diagnosed with myocardial infarction. Subsequently, the patient was hospitalized on the same day and cardiac catheterization was recommended. The 100% in-stent restenosis located in proximal lcx was treated with balloon angioplasty and the placement of a 3.0x16.00 non bsc drug eluting stent with 0% residual stenosis. Four days later, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.